Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they had to disconnect patient's 5fu infusion for another treatment and then reconnect/restart but when reconnecting, the pump alarmed with error 1720, which often indicates a problem with the backup capacitor. They removed and reinserted batteries but error 1720 persisted. They used an alternative pump to finish treatment and send this one back. The event occurred while in use with patient at the clinic, and there was unknown patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.